Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, including broken screws and bent or damaged pins that affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery, and technical support arranged replacement pump under warranty.